Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the physician had trouble positioning the left ventricular (lv) leads at implant. The lv leads were attempted but not used and were successfully replaced. No patient complications have been reported as a result of this event.